Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant downstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to and evaluated by baxter. The downstream occlusion alarms were confirmed and reproduced during eval. Eval found elevated downstream sensor current readings which will cause the nuisance downstream occlusion alarms. The unit was reworked and recalibrated to correct this condition.